Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 432mg/dl. The customer attributes the highs due to not being on the pump. The customer states they had a kidney transplant and have not been on the pump. The customer was assisted with programming the replacement pump. The customer states they would be seeing their healthcare provider for further programming.